Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, a loss of sensing was observed due to right atrial (ra) lead dislodgement. Diagnostic imaging confirmed ra lead dislodgement. The issue was resolved by reprogramming the device. The patient was in stable condition and experienced no adverse health consequences.